Manufacturer narrative:
The device investigation is ongoing and the results will be sent upon completion.

Event description:
Medtronic received information that during preparation, the physician was removing the microcatheter from its protective sheath and found the proximal part of the catheter broken. The physician used another orion to complete the procedure. No patient injury, as it was detected prior to use.

Manufacturer narrative:
The microcatheter was returned for analysis within the dispenser coil. The catheter was carefully removed from within the dispenser coil and found to be partially broken near the proximal end of the catheter hub. Please note that during handling of the catheter it fully separated. The broken ends of the segments were found to be ovalized and exhibited sharp and jagged edges. The proximal and distal catheter segments were found patent when flushed. No damages were found with catheter. The outer hypotube of the catheter was removed to expose the inner liner. A red residue was observed within the inner liner. The exposed inner liner was found to be damaged (corroded) with a red residue on and within the inner liner. A piece of the inner tubing segment was then sent out to scanning electron microscopy labs for further analysis. A supplemental report will be submitted when the investigation is completed.

Event description:
Medtronic received information that upon removal of the microcatheter from the protective sheath, the proximal part of the catheter was broken.

Manufacturer narrative:
The microcatheter was returned for analysis. Based on the reported information and device analysis, the customer¿s report of ¿catheter break¿ was confirmed, as the returned orion micro catheter was found to be broken within the proximal hypotube section. However, the cause for the break could not be determined. During the analysis, a red residue was observed on and within the catheters inner liner at the broken location. The red residue was analyzed using sem-edx (scanning electron micro-scope with energy-dispersive x-ray spectroscopy) and it was concluded that the residue is a chloride-induced corrosion of stainless steel. We conclude that the corrosion was likely not pre-existing and may have occurred after breakage as the customer did not report any reddish/corrosion material noted when the device was initially used. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture.